Manufacturer narrative:
Operator of device, initial reporter occupation, initial reporter also sent reports to FDA, usage of device: additional information. Investigation conclusion: evaluation of the submitted log file confirmed a no external power event on 5feb2019 8:13pm while the system was operating on the mpu. This resulted in the system switching to the internal 11v backup battery and triggering alarms for power cable disconnect, no external power and low power hazard. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. Despite multiple requests, no further information was provided. The serial number of the mpu was not provided. The patient remains ongoing and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patients log file contained a loss of external power event on (B)(6) 2019. This brief event resulted in the controller switching to the emergency backup battery. The event may have been caused by the power cord dislodging from the mpu power entry module.